Manufacturer narrative:
MFR received date: 28oct2019. The touch screen assembly was returned to the manufacturer's failure investigation lab for evaluation. Visual inspection of the touch screen assembly revealed evidence of crack damage on the screen. The touch screen assembly was installed into the fi test ventilator to verify & test its functional integrity. From testing, it was determined that the test ventilator utilized with the returned touch screen assembly did not successfully calibrate. Physical damage resulted in the scratches on the screen. A touch screen with cracked or shattered glass cannot be tested since the glass has a resistive coating, which if broken, makes the touchscreen non-functional. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 25july2019. The manufacturer's field service engineer confirmed and duplicated the reported problem and replaced the touchscreen to address and correct this reported event.

Event description:
The customer reported a ventilator in which the touchscreen did not function. There was no patient involvement/harm.